Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl and 108 mg/dl, 353 mg/dl and 95 mg/dl. The 2 sets of reported values were obtained 12 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.